Event description:
It was reported that, upon initial use, the device presented an air in line alarm and is not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Damaged lens. Functional and delivery testing was conducted. There was an air in line error message identified in event history log review. Performed sensor test. Reported event was duplicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to be air in line sensor not responding. The wires were pulled too tight during assembly. The following actions were taken: replaced air in line sensor. Other repairs included: none. Device passed all functional and device testing after repairs.